Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's atrial lead was oversensing noise. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 12.1 cm to 12.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.